Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated at >300mg/dl approximately 2 days ago. Elevated bgs were treated by administering insulin injections, and the issue resolved.